Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. The customer delivered boluses from the pump and changed the site twice. During troubleshooting with tandem technical support, tiny champagne bubbles were noted. Also, the customer reported that they had not changed out the cartridge or insulin since (B)(6) 2015. The customer was instructed regarding cartridge labeling.